Event description:
It was reported that the pt felt his neurostimulator move after stretching. The area started to hurt after this episode was described as severe in nature and felt like his whole inside of him "tore". The next morning, the pt coughed and felt his device "pop". He had the pain with both the device turned on and off. It was reported that the neurostimulator was moving in the pocket. The patient was noted as at home in "serious" condition. The pt had an appointment with the healthcare professional. Additional info was requested.

Manufacturer narrative:
(B)(4).